Event description:
Pt's mother reported 2 cartridges broke and were leaking. It was not reported if the pt missed a dose or experienced an adverse event due to the defective cartridges. Unknown if the defective cartridges are available for return to the manufacturer. Product lot number was not provided. Product expiration date: 09/14/2024. Unknown if specialist is aware. No additional information available. Reported to cvs/caremark by pt/caregiver. Ref report: mw5147062.